Event description:
Vague overinfusion was reported with use of 5 fu (actual total hours of use not known). The nurse is reported to not recall the exact time of the infusion. The nurse only reported that the infusion "finished before the right time." No pt issues were reported.